Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant a leadless implantable pulse generator (ipg) several placement attempts were made. Successful positioning was not possible due to deformation of the delivery system catheter. The ipg and delivery system was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.